Event description:
It was reported that during a percutaneous coronary intervention treatment procedure stent damage occurred. The lesion was located in a very tortuous and calcified right coronary artery. They placed a 4.0x16 promus element stent near the ostium of the vessel. This was completed to implant the other devices distally. They started to balloon distally and had some issues guiding it and it was noticed the proximal edge of the promus element plus,mr,us 4.00x16mm was flared and there was a 'notch' in the stent. There were a number of devices delivered through the stent. Then went in with a nc quantum balloon and post dilated the stent and everything looked good. There was also a 3.5mmx16mm promus element stent placed in the mid ostial lesion successfully. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).